Event description:
It was reported that the pt underwent a cervical procedure at c5-c6 and had a very satisfactory three months post op follow up evaluation. Approx five months post op, the pt presented with difficulty swallowing and hoarseness. The x-ray showed one top fixation screw backed out. The revision surgery was performed to remove the construct. It was revealed that fusion was complete. It was also found at the time of the revision surgery that the locking mechanism of the plate was broken. The pt reportedly is doing fine after the revision surgery.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. The evaluation is in progress. Post op x-rays confirmed that one of the upper screws was dislodged and backed out. The x-rays also showed possible screw breakage.